Manufacturer narrative:
(B)(4)

Event description:
It was reported that the rv lead was capped and replaced on (B)(6) 2016 due to a lead fracture. No further information is available.

Event description:
Additional information received indicated that the patient was stable post procedure.